Event description:
It was reported that during the implant attempt, the helix would not re-extend on the right ventricular (rv) lead after the physician over-extended and over-retracted the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was over-rotated and the distal electrode was covered in blood. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).